Event description:
The initial reporter stated that the pump had cosmetic damages to the front housing, broken hinges and smelled like smoke. When the pump was returned to mmdg for evaluation, the no flow out alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the complaint had not had any adverse effect on a patient. The alarm failure was discovered at moog. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and there were no non-conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the no flow out alarm to fail. The pump was serviced to correct the issue.